Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the left circumflex (cx) coronary artery lesion and perforation. A 2.8x19mm graftmaster stent delivery system had failed to cross due to anatomy after several attempts were made. The device was removed without reported issues and balloon angioplasty was performed. A new graftmaster sds was used in replacement without further issues reported. The patient¿s outcome was satisfactory. There was no clinically significant delay and there was no adverse patient sequela reported. No additional information was provided regarding this issue.